Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, d4, d10, g4, g7, h1, h2, h3, h4, h6, h8, h10. Visual inspection found no obvious damage or any issues with the device. Functional testing found that the unit would not activate at low or high speed. All batteries were intact, there were no battery leaks or damage. The battery terminals were properly installed and the die tabs correctly oriented.battery #4 displayed residue on the anode and the associated terminal clip had a film. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during the surgery, this complaint product didn't work from the beginning. After we received this complaint product, we checked this product for evaluation. Then, we confirmed that this complaint product didn't work on low mode at all, and stop working in short time on high mode. And we confirmed that some liquid leaked from the battery, and the foreign substance which looks like the deposit from the electrolyte is adhered on the battery's and the battery pack's electrodes. We guessed that the above matter caused this incident. No adverse event was a reported as a result of this malfunction.